Event description:
On (B)(6): customer reports physician performing a retrograde cystogram on a (B)(6) female when the system fluoro failed. Procedure was completed using endoscopy. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found and investigated the image intensifier mis-alignment. Fse found there was no fluoro became the table is designed to send an interlock in the event of an image intensifier (i.I.) Misalignment. Fse found an troubleshot the tube arm/i.I. Limit error per service manual and replaced both of the image intensifier transducer amplifier boards. Fse verified proper operation per hut service checklist (B)(4) and returned the unit to full service.